Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported to manufacturer that the vns patient was experiencing a recent increase in seizure activity, below the pre-vns baseline, and a sudden onset of pain on the left side of the neck during stimulation, which sometimes would travel down the left arm. The patient additionally reported sometimes feeling pain in the jaw during stimulation and is not always able to feel stimulation. The device settings are so low (less than 1ma output current), and therefore, a system diagnostic test was not able to be performed. During the office visit with the surgeon for a consult, the output current was increased to 0.75ma to run a normal mode diagnostic test which resulted in output status = ok, lead impedance = ok, dcdc = 0, and eri flag set to no. X-rays were taken and sent to manufacturer for review. There were no lead discontinuities, or any other obvious anomalies, visualized on the lead portions which could be contributing to the reported events. There was no report of patient trauma or manipulation of the device prior to the onset of the reported events, and the device settings had not been altered in two years. The patient was referred for a full revision of the vns device as the physician and the patient felt that the device was not performing as intended. During revision surgery, the surgeon noted that there was "significant scarring with adherence of the vns stimulator electrodes to the left vagus nerve. Otherwise, there were no significant findings or obvious cause for the lead malfunction". The explanted lead and generator have been returned to the manufacturer where analysis is underway. The patient has been seen for follow up since the revision surgery, and the device is programmed on and the patient is pain free and the seizures are once again under control.